Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil perforating through the uterus / coiled silver-colored metal wire protruding through the uterine serosa at the left cornu") and fallopian tube perforation ("perforation (fallopian tube(s)) / migration of implant / migration of essure device location of device: further into fallopian tube / failure to occlude (close) fallopian tube (s)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's medical history included obesity, constipation, abdominal pain, paratubal cyst and vaginal prolapse. Previously administered products included for an unreported indication: (B)(6) on (B)(6) 2015, xanax and ibuprofen. Concurrent conditions included allergic rhinitis, pollen allergy and pelvic prolapse. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / painful intercourse / pain during sex"), dysuria ("pain / pressure when urinating"), incontinence ("bladder or urinary problems or changes pain/ pressure when urinating / incontinence") and fatigue ("fatigue / tired for long periods"). In (B)(6) 2015, the patient experienced pelvic discomfort ("pain/ pressure") and pelvic pain ("pain / aching"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy,bilateral salpingectomy,mccall culdoplasty,posterior repair,tot,cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal distension, headache, dysuria, incontinence, fatigue, weight increased and pelvic discomfort outcome was unknown and the dyspareunia and pelvic pain had resolved. The reporter considered abdominal distension, dyspareunia, dysuria, fallopian tube perforation, fatigue, headache, incontinence, pelvic discomfort, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: need for an additional surgery. Current weight 250 lbs. The procedure was performed without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : uterine perforation. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received : events- "pain / pressure when urinating, bladder or urinary problems or changes pain/ pressure when urinating / incontinence, perforation (fallopian tube(s)) / failure to occlude (close) fallopian tube (s), fatigue, weight gain, pain/ pressure, pain / aching, the patient did not undergo essure confirmation test,right essure coil perforating through the uterus ". Event of dyspareunia updated to dyspareunia / painful intercourse / pain during sex. Reporter, medical history , historical drugs added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal distension, headache and dyspareunia outcome was unknown. The reporter considered abdominal distension, device dislocation, dyspareunia and headache to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.